Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Please reference section a3, b3, and b5. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing with returned ECG limb lead and multifunction cable without duplicating the report. Internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Review of the device activity log did show evidence of the customer's report. However, the lead view selected is lead ii and the pads lead view is required to be selected to see the pads ECG signal. The device functioned as designed and showed ECG once in the correct viewing mode. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.